Event description:
It was reported that patient underwent knee procedure in 1994. Patient underwent revision surgery on (B)(6), 2011 due to implant breaking. No further complications have been reported.

Manufacturer narrative:
Additional information was received on (B)(4) 2012 listing the lot number as s77890. Additional information was received (B)(4) 2012 listing the implant date as (B)(6), 1994. The oxford partial knee medial bearing was returned for examination in two parts, having fractured mediolaterally. Otherwise, it appears to be in reasonably good condition, considering it was implanted for 17 years and is the thinnest of the bearing sizes. The area of wear located at the anterior edge of the superior articulating surface is a strong indication of impingement of the femoral component on the bearing. This impingement could have resulted in high stress concentrations and cracking, encouraged by continued articulation of the joint. Impingement may also lead to oxidation of polyethylene, which is clearly evident on several parts of the component, and subsequent embrittlement of the material. (B)(4). The observations indicate the probable cause of failure was anterio-impingement and resulting cracking and oxidation of the polyethylene. The sterilization of the bearing in air and the age of the bearing are also likely to have contributed. However, without clearer radiographs of the joint and surgeon's notes, this cannot be deemed as certain. (B)(4).

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown. Implant - 1994 (exact date unknown). Manufacture date - unknown. Item has been requested to be returned. Upon receipt and product evaluation, a follow-up report will be sent to the FDA. This report filed (B)(4), 2011